Manufacturer narrative:
One (B)(6) sample from lot 1030296 was received for investigation of pr (B)(4), in which the customer stated: "after blood collection and after the serum is inserted, blood leakage occurs." Further details relating to the nature of the reported issue and the sequence of events prior to the issue occurring were not provided to aid the investigation. Examination of the returned sample noted that some residual fluid was present inside the smartsite component; however, the fluid was found to be clear, with no sign of the blood, which was reported to have leaked, as stated in the customer feedback. Furthermore, no damage or defects were noted to the smartsite which may have contributed to the customer's experience. The sample was subjected to pressure testing, during which no leakage was observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1030296 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The customer¿s experience was not confirmed in this instance as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. In this instance, it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that instances of this nature are rare, with only a small number of similar reports received against the smartsite component in the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter: after blood collection and after the serum is inserted, blood leakage occurs. Additional information received from the customer: when did the incident occur? During use. Was the device being used in/on patient when the issue occurred? Yes, it was being used on the patient when the problem occurred. Was patient or user harmed? If yes, please explain. No, neither the patient nor the user was harmed. Please confirm the number of products affected. I could not get a clear response from the user, but she stated that there were more than 10 of them and that they kept the records later.